Manufacturer narrative:
(B)(4). Concomitant therapies: juvéderm® voluma¿ with lidocaine. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports that a patient was injected with 2.55 ml juvéderm® voluma¿ with lidocaine and 1 ml juvéderm® volift¿. Injection sites noted as malar and preauricular (ck4). Patient experienced inflammatory and painful granuloma on the right side, preauricular region 4 months after treatment. Hardened ¿plaque¿ also experienced. Above this plaque, there were 2 papules and cutaneous retraction area in the right pre-auricular region. In addition, the region presented redness, heat and the patient experienced pain. The following month, patient returned for evaluation and was prescribed with limecycline/tetralysal for 6 days. 2 days later, patient experienced dengue fever and did not take the drug treatment. Patient was prescribed with oral corticoid which was not taken. Patient began treatment with limecycline/tetralysal the following month and concluded treatment a month later. There was no improvement of the lesion. The patient was reassessed and started clindamycin. On the 5th day of antibiotic therapy, the physician was able to collect a culture secretion. Microbian culture and general bacteorioscopy performed. Results noted as ¿negative culture in specific aerobic media after 24 hours of incubation¿ and ¿frequent polymorphonuclear cells and rare gram + cocci.¿ nimesulide provided a week and a half later and continued for 5 days. Patient remains resistant on taking corticoids. Ciprofloxacin and clarithromycin treatment suspected after 4 weeks. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00677 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volift¿.